Event description:
During primary surgery, a screw broke. Not all of the part was retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.